Event description:
It was reported a serious problem code displayed and the fix disc would not correct. Followup indicates the serious problem code occurred during startup of the programmer and also changing the header and stylus did not resolve the issue. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 229047 analyzer; product ID 2067l rf (radio frequency) head. (B)(4).